Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels (approximately 400mg/dl), for the past few days due to a stomach issue. Elevated bg levels were treated via manual injections. Tandem's technical support offered to troubleshoot with the customer, however the customer declined. Recommendation was made for the customer to consult with a healthcare provider (hcp) to discuss what may be affecting bg's.